Event description:
It was reported loss of capture was observed on the rv lead post implanting procedure. Blood was noted on the connection site. The physician elected to replace the rv lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.